Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer stated that the pump ran out of insulin and he did not change the cartridge right away which caused blood glucose levels to become elevated (300 mg/dl). Customer delivered a correction bolus and stated he will continue to use the pump for insulin therapy.